Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user such as improper bone preparation, misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the product failure was received for evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/19/2024, it was reported by a sales representative via email that (3) ar-1927bct-475 biocomposite corkscrew ft anchors broke during implantation. The broken fragments were removed, and the case was completed using swivelocks. This was discovered during an rcr procedure on (B)(6) 2024. Additional information requested.